Event description:
It was reported that this right atrial lead was explanted due to high pacing thresholds and dislodgement. The patient underwent surgical intervention to reposition the lead but the physician was not able to do the reposition as there was tissue stuck in the helix. As a result, the lead was replaced and the issue was solved. No additional adverse patient effects were reported. The lead was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. Subsequently, the lead was returned. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue around the helix, confirming the clinical observation of tissue in helix. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement and high capture thresholds, but an x-ray showed a necked-down inner coil near the terminal pin, damage indicative of helix extension/retraction difficulty. A defective device code was included due to this finding.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds and dislodgement. The patient underwent surgical intervention to reposition the lead but the physician was not able to do the reposition as there was tissue stuck in the helix. As a result, the lead was replaced and the issue was solved. No additional adverse patient effects were reported. The lead is expected to return.